Event description:
Voluntary medwatch received states the patient presented with a right ventricular lead that exhibited high pacing impedance. No changes or intervention was reported. There were no patient consequences. No further information was reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5151695.